Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this single chamber pacemaker device is exhibiting premature battery depletion (pbd) behavior. The physician also indicated there is noise on the right ventricular (rv) lead that is being oversensed as nonsustained ventricular episodes and noted they have been monitoring the noise for a year or so. The physician stated they are going to address this rv lead issue when the pacemaker device requires replacement. The patient was also noted to have chronic atrial fibrillation. Boston scientific engineering analysis of device data confirmed that the device is exhibiting pbd, but therapy delivery is currently unaffected. The device was recommended to be replaced within 90 days and returned for a detailed analysis. Boston scientific technical services (ts) provided the device data analysis results to the physician and explained that if an additional device replacement window is desired, to contact ts with new device data prior to the expiration of the 90-day replacement window. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this single chamber pacemaker device is exhibiting premature battery depletion (pbd) behavior. The physician also indicated there is noise on the right ventricular (rv) lead that is being oversensed as nonsustained ventricular episodes and noted they have been monitoring the noise for a year or so. The physician stated they are going to address this rv lead issue when the pacemaker device requires replacement. The patient was also noted to have chronic atrial fibrillation. Boston scientific engineering analysis of device data confirmed that the device is exhibiting pbd, but therapy delivery is currently unaffected. The device was recommended to be replaced within 90 days and returned for a detailed analysis. Boston scientific technical services (ts) provided the device data analysis results to the physician and explained that if an additional device replacement window is desired, to contact ts with new device data prior to the expiration of the 90-day replacement window. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this single chamber pacemaker device is exhibiting premature battery depletion (pbd) behavior. The physician also indicated there is noise on the right ventricular (rv) lead that is being oversensed as nonsustained ventricular episodes and noted they have been monitoring the noise for a year or so. The physician stated they are going to address this rv lead issue when the pacemaker device requires replacement. The patient was also noted to have chronic atrial fibrillation. Boston scientific engineering analysis of device data confirmed that the device is exhibiting pbd, but therapy delivery is currently unaffected. The device was recommended to be replaced within 90 days and returned for a detailed analysis. Boston scientific technical services (ts) provided the device data analysis results to the physician and explained that if an additional device replacement window is desired, to contact ts with new device data prior to the expiration of the 90-day replacement window. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.